Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that there were high impedance measurements of bipolar contacts 0-1: 6536, 0-2: 4361, 0-3: 6773, and 1-3: 5237. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the previously reported information had been confirmed with a healthcare professional.

Event description:
Additional information was received from a manufacturing representative stating interrogation with an 8840 did not occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative stating the high impedance issues were not resolved.